Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction that could cause a hypoxic mixture in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
Per additional information received, this failure did not cause and would not cause a hypoxic delivery of gas. The amount of o2 being delivered to the patient is displayed on the flowmeter. O2 is a required monitoring parameter. Unit continues to ventilate and alarms remain functional. Therefore, the initial event was not reportable.